Event description:
The field sales associate reported the following: on (B)(6) 2014, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that images (modality and date is unknown), revealed a possible type iii endoleak (tear in material) with aneurysm sac enlargement (amount of enlargement is unknown). On (B)(6) , 2022, the physician reintervened and implanted an aortic extender endoprosthesis and relined both limbs with contralateral leg endoprostheses. During the reintervention, no type iii endoleak was found, it is unknown what type of endoleak was present. The patient tolerated the procedure.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc121200/ 12396311 UDI (B)(4) and pxc121400/ 11538497 UDI (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak and aneurysm enlargement.